Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. Customer¿s blood glucose was 185 mg/dl. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. The customer stated that drive support cap was normal. The customer was advised to discontinue use of the insulin pump, revert to a back up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.